Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k four tubes were overfilled. There was no report of impact to the patient or user.

Event description:
It was reported when using the bd vacutainer® edta 2k four tubes were overfilled. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 13-mar-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 100 customer samples and 2 photos in support of this complaint from catalog 367846, lot number 3194734. The photos were evaluated and showed product cases; they do not show customer¿s failure mode of overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 20 customer samples and 100 retention samples were visually inspected with no issues being identified. 10 samples and 10 production lot in-house retention tubes were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.